Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the customer experienced elevated blood glucose (bg) levels as well as low bg levels. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "low blood glucose (bg) was not entered into the pump by the user or recorded by continuous glucose monitor between (B)(6) 2019. Cartridge change sequence was completed at 3:18 pm on (B)(6) 2019. At 3:50 pm on (B)(6) 2019, user set a temporary rate at 80% of basal insulin for 4 hours, then immediately cancelled the temporary rate. On (B)(6) 2019, user decreased total daily basal insulin from 43.2 to 40.8 units at 1:08 pm, then adjusted carb ratio from 8 grams/unit to 5 grams/unit at 8 pm. At 12:46 pm on (B)(6) 2019, user requested a 14.83 unit bolus for 90 grams of carbohydrates and a bg of 213 mg/dl. At 3:45 pm, user entered a bg of 400 mg/dl, for which the pump recommended a 7.78 unit correction bolus. User overrode the recommended bolus amount, manually entering and delivering 15 units of insulin while still having insulin on board (iob) from the previous bolus. Complaint could not be confirmed. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. Increasing bolus size from the recommended amount and making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure."